Event description:
It was reported that the customer had issues with her sensors. The insulin pump went into threshold suspend when her blood glucose level was 170 mg/dl. The customer did not have any low blood glucose level symptoms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.